Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. A pulsed field ablation (pfa) procedure was completed with a farawave catheter to treat an atrial flutter. Mapping procedure was performed with an intellamap orion catheter. At the end of the procedure, while the physician was performing a validation map, noted that the patient was hypotensive. The transthoracic echocardiogram (tte) was checked and confirmed a pericardial effusion occurred. The patient was transferred to perform a sternotomy with pericardial drainage. A perforation was found in the left atrial appendage (laa). The left auricle was stitched and the complication was resolved. The patient was kept for observation in extended hospitalization. The patient current condition is stable and had no further consequences. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.